Manufacturer narrative:
(B)(4)

Event description:
Lead extraction case for removal of 3 cardiac leads due to a cied system/pocket infection. A spectranetics glidelight laser sheath was used for the extraction. Pt. Bp dropped and a 1.8 mm tear in the right ventricle was noted and repaired. The patient survived the procedure.